Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and mentioned during troubleshooting that they experienced high blood glucose level of 575mg/dl. Customer reported that the insulin pump had cracks and pieces missing from the reservoir compartment. The customer also stated that the top cover of screen has fallen off and there were cracks that ran across the screen and the battery compartment. The customer stated that the insulin pump was dropped once. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.